Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate result of "hi" message (>600mg/dl) as compared to another meter's reading of "330mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.